Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient, that device displayed "pacer disabled, "defib disabled" and "system fault 37" messages. Complainant did not indicate that there was any adverse effect tot he patient due to the reported malfunction.